Event description:
Allegedly, after firing, the device could not be pulled back, then cut the bowel and removed the device. Stapling was performed properly. Treated by functional end to end anastomosis with an endo gia device. Sex: unk. Procedure: colectomy.